Event description:
The customer stated that he was treated in the emergency room for low blood glucose levels. The customer stated that he was unconscious and having seizures. The customer's blood glucose reading was 45 mg/dl when his wife found him. The customer's wife treated him with a glucagon, then took him to the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. However, the bolus and basal rate history did not match with the daily totals. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.